Event description:
The customer reported that she was hospitalized on (B)(6) 2011 due to low blood glucose levels, with a reading of 34 mg/dl. The customer stated that she was asleep, and had to be awoken by a family member. The family member then called the paramedics. The customer also reported that she was hospitalized with high blood glucose levels and kidney failure on (B)(6) 2011. The customer's blood glucose reading at the time of hospitalization was 180 mg/dl. The customer experienced headaches, body aches and dizziness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Although the insulin pump passed the testing, the customer's health care professional felt that the insulin pump should be replaced because the customer's infusion set was bent, and the insulin pump did not give a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.